Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies. Medical records were provided and reviewed by a health care professional. Review of the available records identified no intraoperative complications during the initial surgery. The operative notes state trialing was performed with the final 12mm insert and was noted to have full rom and stable to varus/valgus stress. Review of post-op records identified that the patient experienced a fall one week after the initial surgery. Additional follow-up requests could not confirm that the patient was treated for a fall or trauma at that time. X-ray review from the operative notes identified that the images showed good prosthesis alignment and no evidence of loosening or subsidence. Revision operative notes identified no bone fractures and no damage to the device was noted. Per the persona knee system package insert, delayed wound healing is a known potential adverse effect of this procedure. No device failure was identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remained implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Concomitant medical products: item 42522600812 lot 63350968. Item 42532007502 lot 63481089. Item 42540200032 lot 63505828. Item 42557000114 lot 63548884.. Item 42509902525 lot 63538487 multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-01325.

Event description:
It was reported that a patient had an initial right total knee arthroplasty performed and approximately one week postop, the patient fell due to unknown reasons and busted his whole right knee open. Intervention or further complications were not reported. Attempts have been made and no further information has been provided.